Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger.

Event description:
It was reported that when the charged battery was connected to the controller unit providing power, the controller unit automatically switched to the other battery. No consequence to patient. No additional information available.

Manufacturer narrative:
It was further indicated that the battery capacity at the time of the reported event was greater than 25%. The battery was replaced. Controller log files were not provided. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. The reported event (premature power switching) could not be confirmed; the battery operated as expected during bench testing.  Analysis revealed that the device passed visual examination and functional testing. This unit was able to operate  uninterrupted for over 4 hours. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.